Event description:
It was reported that the customer had a no delivery alarm. Customer's blood glucose level was around 250 mg/dl. Customer stated that he would rewind and prime and it would work for awhile until the pump alarmed again. Customer reported that the alarm was resolved by a complete set change. Customer changed his entire set this morning. Customer does not want to return the set or reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.